Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported insulin pump battery cap was broken. No harm requiring medical intervention was reported. Troubleshooting was not performed as there was no existing troubleshooting to address the customer¿s question/concern. The customer will continue to use the device and will not be returned for analysis.